Event description:
The customer reported that the cross-arm brake was not working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep installed the cross-arm brake upgrade kit. He also replaced the generator x-ray switch and column movement "down" switch. The system functions as intended.